Manufacturer narrative:
A ge representative evaluated the system and reported the system to be "up". No further information is available.

Event description:
The customer reported the system would not boot up. No pt injury was reported.